Manufacturer narrative:
The reported device, used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. Based on the information provided, there was no delay or other complications reported. However, without the relevant clinical information or photos of the reported burns, we are unable to confirm the reported burn, its treatment or the impact to the patient beyond the reported burn. Therefore, no further clinical/medical investigation is warranted at this time. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found statements related to burns. Visual evaluation shows no electrodes erosion. No manufacturing abnormalities were observed. The wand was connected to a compatible quantum 2 controller and activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and performed as intended. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) insufficient suction flow causing the wand to overheat (2) activating the device above recommended settings (3) the suction may have not been connected. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that after procedure the tristar 50 icw, had burned the patient. No delay or other complications were reported. The patient outcome is still unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.